Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states "during implantation, the iol got stuck in the tip, part of the optics remained pinched by the plunger. The lens was not implanted, the operation ended with aphakia, no harm to a patient was caused. The patient is waiting for a similar lens". The device associated with the event has not been returned to rayner. The rayone risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone toric rao610t batch 043213776 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 043213776. There is insufficient evidence and information available in this case to establish root cause.

Event description:
On (B)(6) 2023, rayner received notification from its russian distributor of an event that occurred during use of a rayone toric rao610t. The verbatim report received states "during implantation, the iol got stuck in the tip, part of the optics remained pinched by the plunger. The lens was not implanted, the operation ended with aphakia, no harm to a patient was caused. The patient is waiting for a similar lens".